Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿the usefulness of endoscopic treatment for intrahepatic stone disease¿. The literature reported the result of 57 cases of the treatment for intrahepatic calculosis procedures between 2003 and 2018. There was a possibility that sbe-ercp (single balloon enteroscopy - endoscopic retrograde cholangiopancreatography) was performed using the sif-y0015. In this literature, it was reported adverse events as follows after the procedures; cholangitis occurred in 3 cases. Recurrence of intrahepatic stone disease occurred in 4 cases. Liver abscess occurred in 1 case. Bile duct cancer occurred in 1 case. Based on the available information, a direct relationship between the subject device and the reported adverse events could not be determined. Omsc is submitting nine mdrs according to the number of the adverse events. This is 9 of 9 reports. (Bile duct cancer).